Event description:
Initial info received from a physician via a sales representative on 03/16/2010: a pt of an unspecified age and gender was treated with an unspecified dose of poly-l-lactic acid [sculptra] (lot # and expiration date not provided) on an unspecified date approximately one year ago for an unspecified indication. The reported stated now (specific onset date not provided) the pt started to have bumps coming to the surface of the face and that some of the bumps were opening up at the surface of the face. The reporter mentioned the pt said they were small; however, there are a lot of them. Concomitant medications and medical history were not provided. No further relevant info reported.

Manufacturer narrative:
Important medical event.